Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, mid right coronary artery. After predilatation was performed with a 1.5x15 mm mini trek balloon a 2.5x23 mm xience prime was advanced; however, was unable to cross the lesion due to the severe calcification. The same 1.5x15 mm mini trek was advanced and inflated to 12 atmospheres, and then again at 14 atmospheres when contrast was observed to be leaking out of a small pinhole in the mini trek balloon. No resistance was noted during advancement of the trek and no resistance was noted during retraction. Another xience prime stent was successfully implanted in the target lesion without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis and scanning electron microscopy of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.